Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw slightly loose. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. However compression of tissue could be compromised due to the jaw being loose resulting in the reported: ¿tissue manipulation issues¿. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, there was a difficulty in clamping and holding the target tissue with the jaws, because the jaws became not to fully open and close during use. Another device was used to complete the case. There were no adverse consequences to the patient.